Manufacturer narrative:
(B)(4).

Event description:
The patient is implanted with 2 leads (from the same lot) as part of her drg stimulation system. It was reported the patient was not receiving adequate stimulation coverage of her pain pattern. Surgical intervention was undertaken on (B)(6) 2016 and the physician implanted an additional lead. The patient reported effective stimulation coverage of her pain area postoperative.